Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced rupture of the tricuspid chordae. Several unsuccessful att empts were made to recapture the leadless ipg. The leadless ipg system was removed and it was noted that a piece of tissue was entangled in the system.the piece of tissue was removed and the leadless ipg was then implanted successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: micra: model #: mc1vr01-delsys / expiration date: 28-feb-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for eval: no. Dev rtn to MFR? No. Mfg date: 12-sep-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced rupture of the tricuspid chordae. Several unsuccessful att empts were made to recapture the leadless ipg. The leadless ipg system was removed and it was noted that a piece of tissue was entangled in the system. The piece of tissue was removed and the leadless ipg was then implanted successfully. No patient complications have been reported as a result of this event.